Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock. Programming changes were made to restore normal parameters. The patient status was stable.

Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) presented with atrial fibrillation (af) with rapid ventricular response (rvr). The patient was stable.